Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was sensing noise. The lead was capped and replaced on (B)(6) 2020. During the procedure, a lead to can abrasion was visually observed and deemed the cause of the noise. The patient was stable throughout the event and following.